Manufacturer narrative:
Field d6a has been updated with the implant date of this device.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to infection. No additional adverse patient effects were reported.